Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an lobectomy procedure, they set the device without problem, then when the surgeon clamped the device on the pulmonary parenchyma it did not fire, however the surgeon removed the device from the tissue with no problem. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, they set the device without problem, then when the surgeon clamped the device on the pulmonary parenchyma it did not fire, however the surgeon removed the device from the tissue with no problem. They used another device to resolve the issue in order to complete the case. There was no patient injury.